Event description:
The electrotherapy device was reported to shut off during treatment. The device was also reported to surge intermittently. The device leads was replaced in troubleshooting the issue. The pt was also correctly prepped for the electrotherapy treatment. The clinician could not provide any other details regarding the treatment channel or mode.

Manufacturer narrative:
A device eval was performed by our svc dept. Root cause is unk because the device performed to spec and to its intended use. The svc dept did not find any problems with the device. The device labeling identifies adverse effects; skin irritation and burns beneath the electrodes have been reported with the use of powered muscle stimulators.